Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working as customer went into the water with insulin pump. Customer¿s current blood glucose was 193mg/dl. Customer mentioned that the home screen did not appear on the display and had crack in insulin pump. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with broken reservoir tube o ring.